Event description:
It was reported that low sensing was observed. The physician will continue to monitor the patient. The patients condition is good.

Manufacturer narrative:
No medwatch form was received.